Event description:
It was reported that the device was used during a gastrectomy. The jaw was too tight to grip after 10 clipping. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Broken cam. Eval summary: the analysis results for the el5ml device found that it was returned with the cam broken. The device was cycled and ejected the remaining clip due to the cam condition. The orange indicator was beyond it's intended position. The device was disassembled to verify the condition of the internal components and the advancer was noted to be dislodged from the feed bar. We have documented the circumstances as they were reported to us. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the mfg process.